Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported an incomplete corneal flap during lasik procedure. Reporter indicated no excimer treatment performed, and the patient was sent home. Patient will return at a later date.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Patient data review shows a relatively thin flap was planned with almost standard setting for energy and spacing. The bubble created during the bed cut appears like a separation of the epithelium from the bowman membrane. It remains within the corneal structure as it can be seen in the video received. Fluid and corneal lacrimation might have built a layer, additionally reducing the flap thickness. The possible root cause is a combination of relatively thin flap and bubble. The manufacturer internal reference number is (B)(4).